Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) explained the air alarm and the bag was partially disconnected. The tsr had the caregiver (cg) cycle power to get to se 2367 and again to get back to the start. The home patient (hp) would start over with new supplies and call the registered nurse (rn). The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection due to the bag being partially disconnected.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.